Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the stem perforated the inner package of the prosthesis. The surgeon did not want to use the device. There was no reported delay in procedure and surgery was completed with another device.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device confirmed the inner and outer sterile cavities were perforated . DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required the root cause for the reported issue is attributed to be transit damage/package damaged during shipment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.